Event description:
The central monitoring system (cns) screen intermittently freezes up for about a minute and then starts working fine again. Biomedical engineer interacted with system for about 45 minutes with no indication of issue. Ref # MFR 8030229-2014-00014.